Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 090 occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Perform voltage test was performed and failed. A review of the share logs was performed and failed for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause could not be determined post investigation. The reported event of 090 is reportable based on transmitter failure. No injury or medical intervention was reported.